Manufacturer narrative:
The issue was resolved by the service visit. A query found no past or new escalated complaints of this nature on a like instrument during the past 12 months at this site trending was performed on this type of complaint and no abnormal trend identified during the past 90 days.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for ise indirect gen. 2 or crej2 creatinine jaffé gen. 2 for two patient samples. Of the data provided, only the results for one patient sample were discrepant. The initial sodium result was 170 mmol/l and the repeat result was 142 mmol/l. The initial chloride result was 86 mmol/l and the repeat result was 104 mmol/l the initial results were reported outside of the laboratory. The repeat results were believed to be correct. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative found scratches on a few of the cuvettes and a bent nozzle. The nozzle was adjusted and the cuvettes were replaced. A cell blank, mechanism checks, and qc were performed.